Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 40mg/dl and insulin pump alarmed for battery out limit. Customer declined troubleshoot for low blood glucose. Customer stated that they did not receive a request to rewind insulin pump. Customer advised to monitor the insulin pump for battery out limit. Insulin pump will not be return for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight information of the customer was changed to (B)(6).